Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was alleged but was not confirmed. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.